Manufacturer narrative:
Returned device was received in good physical condition but the tank cover was cracked, and the micro switch assembly was bent. During the evaluation of the device, that analysts found an issue where the speakers weren't working so alarms couldn't be heard. However, the original complaint was too vague to confirm. A faulty pcb was replaced as it was the cause of the speaker not working. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was not working. The issue was discovered during testing, there was no alarm and no patient involvement.